Manufacturer narrative:
The water quality is 3 s/cm; based on the technical specifications, the limits for water conductivity are < 1.5 s/cm. The customer changed the water source, which had high conductivity, and they are reviewing their preanalytical steps. The photometer lamp was last replaced on (B)(6) 2025 and is to be exchanged after 800 hours in operating or standby mode. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation was unable to determine a direct root cause as there was limited information available. The most likely root cause is a combination of different customer handling issues (pre-analytics, maintenance actions, water quality).

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The qc and calibration were passing at the time of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable uric acid ver.2 result from the cobas integra 400 plus for one patient. The initial result was 12.8 mg/dl, accompanied by a data flag. The repeat result was 7.9 mgdl, accompanied by a data flag. The customer also provided questionable creatinine plus ver.2 results for one patient and calcium gen.2 results for one patient. This medwatch will cover the uric acid ver.2 assay. See medwatch with a1 patient identifier (B)(6) for the creatinine plus ver.2 assay. See medwatch with a1 patient identifier (B)(6) for the calcium gen.2 assay.